Event description:
The customer reported the olympus balloon fell off an unknown bronchoscope during a procedure and required intervention to retrieve the balloon with forceps. No additional information available at this time. Additional information is being requested. This event includes 2 reports: patient identifier (B)(6): unknown bronchoscope. Patient identifier (B)(6): maj-1351 balloon. This is report 2 of 2 for patient identifier (B)(6): maj-1351 balloon.